Event description:
Primary infusion IV set was to be accessed for use. A syringe was attached to a smartsite valve to administer an IV push. The valve broke and the inner blue section was still attached to the valve site but the white outer section of the valve completely broke off from the tubing and was still attached to the syringe. Air did get into the line, but it did not reach the patient. The tubing was clamped and was disconnected from the patient. The patient was not injured.